Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; however, no specific bg level was provided. Customer consumed (B)(6) bread to stabilize bg level. System check with tandem technical support indicated pump was performing as intended. Customer indicated that they will reach out to health care provider to discuss pump settings.